Event description:
Pt underwent bilateral total hip replacements approx six yrs ago. On the left side, a fracture of the calcar was sustained and circumferential wires were placed. She has done well with her hips but developed pain secondary to broken cerclage wires that were put in place. Two wires were placed at the fracture site and the surgeon noted that the wires have since "fragmented". On physical examination of the pt, she reported that she cannot stand or sit for long periods of time. She has paraesthesias occasionally when she is up and standing for prolonged periods. The pt was admitted to the hosp for removal of the wires.